Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump was alarming and there was no message seen on the insulin pump and no alarms in the history. It was stated that the insulin pump was beeping randomly and the customer had been having low and high blood glucose. It was further stated that buttons were not accidentally pressed on the insulin pump and there was nothing nearby that may have been beeping. Nothing further was reported.